Event description:
It was reported that a lead warning was triggered for low lead impedance of the superior vena cava (svc) coil and right ventricular (rv) coil in the right ventricular lead. Defibrillation threshold testing was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range, a lead impedance out of range alert, and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3830 implantable pacing lead (B)(6) 2013. (B)(4).